Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) lost consciousness and was hospitalized for one week due to a short in the device system approximately two years after implant. The patient reported hearing tones thought to be coming from the device. No additional adverse patient effects were reported. The device remains in service.